Event description:
It was reported that the biomed had an arctic sun device that had the control panel image flipped, advanced setup was on the top left corner instead of the bottom right corner, sending a replacement control panel under warranty. As per additional information received on 17apr2023, nurse stated that they were about to start therapy on a patient and unable to click anywhere on the screen other than the top right corner. Recommended nurse to turn the device off and unplug it, wait 30 seconds, and then restart the device. Nurse stated that they had tried that, and it let them get to the start therapy screen under hypothermia, then the screen froze again, and the touch screen was not working and would swap to another device. Informed nurse to send this device to biomed for inspection. Per follow up information received via email on 22may2023, biomed had an arctic sun device that had the control panel image flipped, advanced setup was on the top left corner instead of the bottom right corner, sending a replacement control panel under warranty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. A device history record review was not required for this complaint. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11 section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that had the control panel image flipped, advanced setup was on the top left corner instead of the bottom right corner, sending a replacement control panel under warranty. Nurse stated that they were about to start therapy on a patient and unable to click anywhere on the screen other than the top right corner. Recommended nurse turn the device off and unplug it, wait 30 seconds, and then restart the device. Nurse stated that they had tried that, and it let them get to the start therapy screen under hypothermia when the screen froze again and the touch screen was not working and would swap to another device, informed nurse to send this device to biomed for inspection.